Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received a battery out limit alarm during normal use. He said that he changed the battery but it is still alarming. The customer also mentioned that he received a weak battery alarm while on the phone. His blood glucose was 142 mg/dl. During troubleshooting for battery out limit alarm, the customer said that the alarm occurred during normal use. He was advised that the alarm occurring during normal use may indicate a loose battery cap. He was advised to clear the alarm with esc and act and that a replacement battery cap would be sent. The customer was advised to disconnect from the pump and revert to a back-up plan per his doctor until the new battery cap came if needed. The customer said that it was not needed. During weak batter troubleshooting, the customer was advised that the pump will function but the battery life may be shorter than expected. He said that he knew that the issue was because of the battery out limit alarm. The customer also mentioned that the battery cap was tightened and that he just received a failed battery test alarm after checking the battery cap. No troubleshooting was done for the failed battery test alarm. The pump will not be returned for analysis.